Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: is there an alleged deficiency with the ntlc75 device used in the first procedure? Is there an alleged deficiency with the cdh29a device used in the second procedure? How was the bleeding/leak identified? What was the reason for the second procedure? What is meant by ¿drain end tip entered the anastomosis area¿? Is there an allegation that the staple line did not meet the clinical expectations? Please explain. Was the bleeding from where an ethicon device was used? If so, please explain. How was the bleeding/leak addressed? What is the current status of the patient? Response: based on confirmation from sales, no further information on the case is available.

Event description:
It was reported that patient came in as emergency case with massive bleeding and existing diverticular disease. The first operation was on the 12th of march and was a right hemi-colectomy. Did j-pouch first using ntlc75. One week later bleeding, proceed to do second operation on the 3rd of april which was a total colectomy. Used cdh29a. Cdh29a fired normally (tactile feedback was heard), performed leak test - everything was fine. Day 5 referred to a different medical center (admitted to ICU) because of post op bleeding. The surgeon in the different medical center found out that the anastomosis line gave way because visually noticed that the drain end tip entered the anastomosis area. As of to date, patient still septic.